Event description:
Pump was reported to free-flow while the tubing was loaded through it. This situation was discovered while the device was being setup and it was not connected to a patient at the time. The device was removed from service immediately.